Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer's qc data provided was not acceptable and showed high recovery values. Clarification on whether qc was acceptable prior to the event was requested but not provided. The field service engineer (fse) found that a probe tube had come out of it's pulley. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 1 u/l. Clarification on whether the result was accompanied by a data flag was requested but not provided. The sample was repeated twice and the repeat results were 36 u/l and 36 u/l.

Manufacturer narrative:
The field service engineer (fse) replaced the tube that came off the pulley, adjusted the sipper nozzle, and performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.